Event description:
The user facility reported that the introducer sheath "broke off" during a procedure. Additional information that was provided by the user facility included the following: while injecting a saline flush, the sheath separated approximately 3/8" distal to the hub; the detached portion of the sheath went into the access site in the patient's groin; a vascular surgeon was consulted and performed a cut down procedure to retrieve the detached portion of the sheath; the entire detached portion of the sheath was removed; the procedure was completed successfully; and the patient's condition is reported to be "good."

Manufacturer narrative:
(B)(4) additional surgical procedure was required to retrieve the detached distal portion of the sheath. Results - evaluation of user facility information and the involved sample. Testing of reserve samples. The involved device is being held by the user facility. Communications are on-going to obtain agreement to have the sample returned for detailed evaluation. However, the sales representative was permitted to look at the sample. This very limited observation confirmed that the edges of the sheath at the point of separation were quite damaged and distorted. The failure investigation has also included evaluation of user facility information, quality records and reserve samples. Inspection and testing of retained samples from the reported lot and surrounding lots confirmed that there were no defects or anomalies and product performance specifications were met. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause cannot be definitively determined based on the available information, the description of the event is most consistent with the sheath having been initially damaged by a sharp object, and then, separating due to additional forces being applied during the saline flush injection. The device labeling does address the potential for damage to the sheath under certain circumstances in the warnings / precautions section of the instructions-for-use which state, "when puncturing, suturing, or incising the tissue near the sheath, be careful not to damage the sheath." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. A supplemental report will be submitted if additional information can be obtained. (B)(4).